Event description:
It was reported to medtronic minimed that the customer experienced a damaged battery cap and the metal piece on the battery cap fell out. The customer also reported a crack on the battery tube side of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage, and the customer was advised that the insulin pump would be replaced and instructed to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. Troubleshooting was performed for the battery cap and contact damage, and the customer will be provided with a replacement battery cap. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with battery cap contact missing. Unable to perform any testing. However, a test battery cap locks securely into place and the pump powered up properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had battery cap contact missing, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, label damage and pillowing keypad overlay. Battery contact missing was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.